Event description:
It was reported that the lead was explanted 12 months after the implantation due to decreased sensing amplitudes. No adverse patient events were reported. Should additional information be received, this file will be update.